Event description:
It was reported by the pharmacist, that when a (cstd) closed system transfer device was added to a bd 30ml syringe, it caused an "unknown syringe" error message. In order to administer the dose a non-locking white adapter was added. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the pharmacist, that when a (cstd) closed system transfer device was added to a bd 30ml syringe, it caused an "unknown syringe" error message. In order to administer the dose a non-locking white adapter was added. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 no findings available, d15 cause not established. Additional information : imdrf annex a,b,c,d and g codes.